Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp had prematurely separated from the delivery catheter, and the tethers on the catheter were noted to be misaligned. The device was retrieved and the procedure was completed with a different lp and catheter on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The report events of premature release and failure to align the tethers were not confirmed. As received, a complete catheter was returned in one piece. Final analysis found the device could be loaded, docked, and released without difficulty. No anomalies were detected.